Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: broken charged couple device and green image the device was returned to olympus for inspection and the reported failure corrupted vision was confirmed and broken light-emitting diode lights was not confirmed . A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrupted vision was due to broken charged couple device therefore the image was green and the most probable cause of the broken light emitting diode lights could not be detected, since failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had corrupted vision due to burnt led strips. The issue was identified during set up / inspection for use. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.